Event description:
It was initially reported that a critical alarm was noted. Last pump refill was in (B)(6) 2010. The dosage was reduced at that time; no signs of withdrawal were reported. It was later reported that the pt wanted to have it removed "due to complications", but had difficulty finding an hcp who would remove it. The pt had lost approx (B)(6); the pump was uncomfortable and was "in the way of his colon." The pt also had insurance and financial concerns. The pt experienced pain and noted that the catheter was visible through the skin since he lost weight. Per this report, "pump is working as intended to cover pain." It was later stated that the pt experienced "never having therapeutic effect." The pt was described as being "very ill"; the catheter in his spine "was put where there was already damage and now it is causing all sorts of more pain." The hcps were reluctant to remove the devices. The hcp on record reported that the pt had not been seen since (B)(6) 2010 and he was unaware of where the pt was receiving medical care.

Manufacturer narrative:
(B)(4).